Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the difficulty in advancing the integrated balloon as unconfirmed and the indeterminate endoleak was found to be a type 1a endoleak. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being okay and is currently being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, it was reported that the physician had difficulty when advancing the integrated balloon to the proximal end of the stent graft. Several attempts were made but were unsuccessful. An angiogram was preformed and an endoleak of indeterminate origin (possible 1a or type 2) was identified near the proximal end of the stent graft. The physician performed ballooning again with a non-endologix balloon but the indeterminate endoleak was still present. The patient is currently being monitored. Additional findings: a clinical assessment was able to identify the endoleak of indeterminate origin to be an endoleak type 1a.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, it was reported that the physician had difficulty when advancing the integrated balloon to the proximal end of the stent graft. Several attempts were made but were unsuccessful. An angiogram was preformed and an endoleak of indeterminate origin (possible 1a or type 2) was identified near the proximal end of the stent graft. The physician performed ballooning again with a non-endologix balloon but the indeterminate endoleak was still present. The patient is currently being monitored.